Event description:
It was reported that the patient underwent a thermal ablation procedure. The device was being titrated and would not maintain positive pressure. The balloon burst while inside the patient. The balloon was removed from the patient and a second device was used to successfully complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.